Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital and reported a syncopal event. The device recorded a ventricular tachycardia (vt) event and a review of the episode showed what appeared to be t-wave oversensing. There were other episodes stored that also showed oversensing. It was reported that the left ventricular (lv) lead was not in an optimal position and loss of capture (loc) was noted on the lv channel that resulted in double counting on the right ventricular (rv) channel. The physician reprogrammed the lv pacing vector and outputs to obtain capture. A technical services (ts) consultant reviewed the episode and determined the rhythm was sinus tachycardia with 1:1 conduction. Anti-tachycardia pacing (atp) was delivered. Ts then discussed programming on atrial flutter response (afr), and considering other means to control the patient¿s rate since the patient was symptomatic. It was noted other programming changes would not be as effective, because the physician did not want to treat this arrhythmia with shocks. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.